Event description:
This was reported as an arteriotomy closure of the right common femoral artery with 2 proglide devices using a small-bore sheath after a coronary stenting procedure. Reportedly, with both devices, the suture and the link were not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss as the needles were engaged with the cuffs; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with 2 proglide devices, using a small-bore sheath after a coronary stenting procedure. Reportedly, with both devices, the suture and the link were not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed report, the following additional information was received: there was no second proglide used in the procedure. Manual compression was used to achieve hemostasis after the single proglide failed.